Event description:
Customer says, they are not getting any ECG readings. The machine does not show an ECG cable is attached. The customer is an international distributor. They received the device for repair from an international customer. The end customer did not provide any info on whether a pt was involved.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.